Event description:
It is reported that the pt underwent an aspiration of the left hip due to concerns of infection.

Manufacturer narrative:
Eval summary: primary surgical notes states that the hip was stable and the leg lengths were equal. No complications were noted. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.